Event description:
It was reported to st. Jude medical that during implant for a bi-v device with a new lead system, the ICD could not be interrogated. It was determined that the correct programmer was used and all sources of emi had been removed from the room. Technical services recommended magnet placement for the procedure and explant of the ICD as the defib is unable to be turned off.